Event description:
It was reported that prior to an uknown procedure that tissue pad came off before its use. Another device was used to complete the case. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.